Event description:
On (B)(6) 2013, the patient reported that his infusion device was "blocked" on (B)(6) 2011 and it caused him to go to the hospital. The patient stated that the device did not display e4 (occlusion error). He was diagnosed with diabetic ketoacidosis at the hospital. His normal blood glucose level is 130-200 mg/dl. He was treated with an injection of insulin at the hospital. He was released from the hospital after three days and discontinued use of the infusion device. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was unknown if the patient used any concomitant medical products.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.